Manufacturer narrative:
On march 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor also became aware of the lot number of the impacted device. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (brand name, common device name, procode, lot number, catalog number, UDI, PMA, manufacturing date, expiration date and device returned to manufacturer date). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with unspecified mentor smooth saline breast implants and experienced bilateral baker grade IV capsular contracture postoperatively. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3504504bc on the left side and 3504004bc on the right side, serial number (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This report is for the patient's right-sided device.